Event description:
Four pts developed infections (1 pt in 1998) and 3 of these pts (between within three days later) developed post-operative seromas. After the first incident of infection, the surgeon stated that he cultured the product prior to application to the subsequent pts and it had always cultured sterile. He also began using prophylactic antibiotics preoperatviely as well as maintaining the pts on post-operative antibiotics for 10 days. In all cases, the pts had a normal white count, did not have a fever, and the wound exudate was sterile. One pt (of the 3) developed osteomyeltis. All 3 pts were discharged. There is no info available as to the outcome of the first pt. There was no info provided on the types of surgery or if/how the seromas were resolved for any of these pts. It was later reported that the pt developed an infection 2-weeks post-operatively and was treated with antibiotics. As with the other cases, this pt's white count was normal and pt did not present with a fever. The surgeon later reported (unclear from notes whether this was 3/2000 or 7/2000) that this pt experienced a "major organ system failure" and died. When asked if he believed there was a relationship between adcon-l administration and the pt's death, the surgeon stated he believed the pt died because of "other reasons".